Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen). Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for low blood glucose results. Wife is calling on behalf of the customer. The customer is concerned with results obtained of 43 and 69 mg/dl. The expected fasting blood glucose test result range is 100 o 125 mg/dl or undisclosed. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the kitchen. The test strip lot manufacturer's expiration date is 12/31/2018 and open vial date is within the month of (B)(6) 2017. The meter memory was reviewed for previous test result history: (date/time not stored correctly). (B)(6). The customer is calling because he feels that the results he is getting from the meter are reading low. The customer is storing his meter and test strips in the kitchen; informed the customer of the proper storage that is recommended by the manufacturer.